Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for our distributor in (B)(4) are: (B)(4). Evaluation: during a visual examination of the balloon material, we confirmed the presence of a large split in the balloon material. The split is positioned in the center of the balloon and is approximately the half the width of the balloon. The catheter tubing does not exhibit any stretched or damage areas. During a functional evaluation of the product said to be involved, a cook quantum inflation device filled with water was used in an attempt to inflate the balloon. When the balloon is inflated with water, water exits the balloon material at the location of the large split. The balloon will not hold pressure and cannot perform dilation in this condition. A manufacturing discrepancy or anomaly that could have contributed to this report was not observed during our laboratory evaluation. One unused product from the lot number said to be involved was removed from the finished goods inventory to conduct an investigation. During our evaluation of the unused product, a cook quantum inflation device filled with water was used to inflate the balloon. The balloon inflated properly. We did not observe a rupture in the balloon material or any other damage. The balloon maintained inflation pressure and did not exhibit evidence of leakage. The inflation device was used to deflate the balloon. The balloon deflated properly. A device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Conclusions: the additional information provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator, such as rupture or split. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician attempted dilation of the ampulla with a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. The balloon was placed in the desired position and balloon inflation began. When the balloon was inflated past 12mm in diameter, the balloon material reportedly burst. Further dilation of the area was not attempted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.